Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced worsening pain, x-rays were performed and lead migration was confirmed. Surgical intervention is planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was established postoperatively.